Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported issue during the check sensor test. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, an error 23008 occurred on the endoscopic camera manipulator (ecm). The technical support engineer (tse) requested the customer to perform an emergency power off (epo) but the error persisted. At that time, the surgeon made the decision to convert and complete the procedure as an open surgical procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the nurse stated that they could not control the da vinci system and after an hour they converted to open surgery. Before that, there were error messages 23008 and 23017, which continued. After the fourth error message, the robot was not moving anymore. The issue caused a delay of approximately 60 minutes during which additional anesthesia had to be administered to the patient. The patient is doing well. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. A log review also confirmed that the errors had occurred. The fse replaced the ecm to resolve the issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.